Manufacturer narrative:
The returned cable was evaluated. During evaluation the device was subject to a dry run test while docked in the rds. During testing and evaluation it was observed that the device exhibits the anomaly and is randomly displaying different screens on the handheld due to a defective touchscreen assembly. No pattern or sequence was observed. During the random scrolling the device was able to obtain readings from masimo test module and finger sensor. The unit was found to visually and audibly alarm during alarm conditions.

Event description:
It was reported that the touch screen responds as if it's being touched when no touch is present. There was no known impact or consequence to patient.